Event description:
It was reported that the patient is experiencing painful stimulation in their left arm. The patient was hospitalized as a precaution. The device was interrogated and diagnostics were observed ok. The patient notes that the pain is only felt with the stimulation; however, per the patient's surgeon, the patient's pain may not be due to the stimulation. The patient's parameters were reduced. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Response was received from the physician that the pain is due to external factors and that the intervention was for patient comfort only.